Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, complaint history review, risk assessment; result: the customer reported event of kerrison disengagement was confirmed via visual and functional inspections. The top section of the assembly was found to be disengaged from the bottom. Manufacturing history was reviewed and no issues were identified. Age of the instrument was found to be almost 3 years. Conclusion: a root cause of the event is multifactorial. Contributing factors: normal wear and tear, improper handling of the instrument and excessive force applied during use.

Event description:
It was reported that the instrument broke. Alternative instrument was used.

Event description:
It was reported that the instrument broke. Alternative instrument was used.